Manufacturer narrative:
Additional device manufacture date: 10/23/2008. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Patient was injected at the nasolabial folds, cheeks and marionette lines. Patient experienced hyperpigmentation on her left cheek while being injected - no hematoma was reported. Patient felt itchy at all injection points as the physician was injecting the patient's right cheek area. The physician immediately injected the patient with benadryl.